Event description:
While position the device within the resistance, the fourth coil to be implanted, resistance was encountered and the coil separated from the delivery wire. As the distal portion of the coil was contained within the aneurysm, the physician used the guidewire to push the remainder of the coil into the aneurysm. There was no clinical consequence to the patient.

Event description:
While position the device within the aneurysm, the fouth coil to be implanted, resistance was encountered and the coil separated from the delivery wire. As the distal portion of the coil was contained within the aneurysm, the physician used the guidewire to push the remainder of the coil into the aneurysm. There was no clinical consequence to the patient.

Manufacturer narrative:
Additional information from the user facility confirmed continuous flush was maintained and the patient's anatomy was very tortuous.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided, it is probable that resistance was encountered as the device was being repositioned was related to the tortuousity of the anatomy and force was applied to the device in an effort to remove it that resulted in the separation. Therefore, it has been concluded that the most likely cause of the event was operational context.